Manufacturer narrative:
D6b: updated the explant date per new information.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the antimicrobial sleeve was broken/torn after the physician assistant repositioned the device.

Manufacturer narrative:
Pd-anticontamination sleeve-(separation, torn): the cause of pd-anticontamination sleeve-(separation, torn) was not established due insufficient details and no product returned.